Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon visual evaluation, it was noted that the tape tag was cut at the splice junction. The needle and blue suture were not returned for investigation. Functional test was not performed due to the damage to the device. Most likely cause is attributed to misuse due to user error.

Event description:
It was reported that during an arthroscopic surgery the suture was torn. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.